Event description:
The catheter balloon burst on the first inflation at 6-7 atm post stent deployment. The distal portion of the balloon wouldn't completely deflate & the catheter was removed with the introducer sheath as a single unit. No replacement product was necessary as stent had been fully deployed. No pt injury or further complications were reported.